Event description:
The mother reported via phone call that the customer had a no delivery alarm. The mother stated the alarm did not occur during a manual prime. The mother stated the alarm has occurred twice in the past week. The mother did not report any kinks or bent cannulas on the insulin pump. The customer's most recent blood glucose was 410 mg/dl. The mother stated the alarm was resolved by a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.